Event description:
Boston scientific received information that during a normal patient follow-up, it was noted that the pacing threshold measurements on this right ventricular (rv) lead had increased. The lead was visualized under fluoroscopy and noted to have excessive tension indicating a dislodgement. A revision procedure was performed and an attempt to reposition the lead was made; however, the helix was not operating. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was discarded at the hospital and will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.